Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat uterovaginal prolapse concurrently with paravaginal repair and a hysterectomy. It was reported that the patient underwent aris sling implantation on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary tract infection and atrophic vaginitis. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with dilatation and curettage, hysteroscopy and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02030. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional information: it was reported that due to mesh erosion and protrusion the patient underwent mesh removal on (B)(6) 2005.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient also had a sparc sling implanted on (B)(6) 2005. No additional information was provided.